Event description:
Packaging intact per normal prior to use, 2 pieces of the device broke off in the patient's left leg, one was found and the second was missing. Patient sent to x-ray: a 6 mm linear radiopaque density projecting over the diaphysis of the left tibia at its distal imaged portion. Clinical correlation suggested as this could potentially represent a radiopaque foreign body.====================== manufacturer response for endoscopic vein harvest, (brand not provided) (per site reporter).====================== the manufacturer is going to contact the risk management department to retrieve the device. They stated that their quality control engineers will inspect the device and determine what happened to it and why and report back to us all on their findings.